Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two hemopro devices malfunctioned. The silicone jaw cracked on the first device. The jaw boot peeled on the second device and fell into the pt. The piece was retrieved. A third replacement device was used to complete the procedure. The hosp did not report any pt effects. The products are not returning as they were discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot numbers are unk. (B)(4).